Event description:
The following has been reported: the pump comes to medicinsk teknik (mt) as the pump has several times alarmed for error 01 and stopped during ongoing infusion. Upon inspection, a screw is found lying loose next to the wheel with a "notch" that sits on the engine. Mt sees that a possible explanation for the failure is that the screw may have ended up in these notches and locked the motor from moving. Mt has not carried out maintenance on the pump before, but this is the first time it has been opened by mt. Mt has also previously reported cases where loose screws were found in the pumps. Error 01 is described by the technical manual as a motor rotation issue. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.